Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patient samples on a cobas 6000 c (501) module. For sample 1 the initial result was 100 mmol/l. The repeat na result on a different c501 was "136-138" mmol/l. The specific repeat result was not provided. For sample 2 the initial na result was 100 mmol/l. The repeat na result on a different c 501 was 136 mmol/l. The repeat na result on the initial c501 was 137 mmol/l. There was no allegation of an adverse event. The na electrode lot number was j70.